Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon catheter was being used for post dilatation of the deployed stent when the balloon rupture occurred, which was possibly due to interaction with a stent strut. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4).